Manufacturer narrative:
The vessel sealer extend instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend failed to seal. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer there is no additional information that can be provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to field h9 for corrected information.